Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: returned battery cap and cartridge cap were used to complete the investigation, the pump¿s case is cracked between the display lens and the case seal, the pump failed a leak test due the cracked case. The bolus button cover is undamaged; the pump powers on with audible and vibration alert, but the display is blank upon start up, unable and to adequately verify bolus button response due the blank screen failure the bolus button cover was removed, no contamination was found to the slug contact, the pump was opened and disassembled, moisture corrosion was found to the printed circuit board on the y02 crystal component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.